Event description:
Philips received a complaint from the customer on the v60 ventilator indicating patient disconnected without being detected. The customer is inquiring about what could have caused the problem. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that a mistake was made by the nurse in the settings. After checking the logs, the biomedical department detected an error in the o2 setting. After verification, it was determined that the o2 supply connection was incorrect. The device was put back into service. The investigation is ongoing pending further information requested from the customer regarding the reported issue.

Manufacturer narrative:
An attempt has been made to try to obtain further information about this case; however, no further information was able to be obtained per good faith effort (gfe) response. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.